Event description:
Customer reports that while weaning pt from oxygen, spo2 saturations were displayed in the 96-100% range, but pt was determined to have a low heart rate, low blood ph and appeared unresponsive. When the sensor site was moved, values in the 70's were obtained, which was consistent with another pulse oximetry monitor that had been applied to the pt. Customer states arterial blood gas in the 50's. Customer states that incorrect spo2 cable was used, but appeared to be similar to the correct cable.